Manufacturer narrative:
User stated that they no longer have the masks or box for lot code information. No root cause has been found for the reaction.

Event description:
Distributor reported that user is having an allergic reaction to earloops on mask, rash and itchiness. Has been happening for 5 or 6 months.